Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 700 mg/dl. Cause was not known. Reportedly, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer received intravenous fluids of saline and insulin to address the bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.